Event description:
Customer alleged discrepant blood glucose results of 362 mg/dl on the advantage system compared to 82 mg/dl when testing was performed on a professional meter within 10 mins. Customer reported having no symptoms. Customer reported no treatment or action based on the results. A request was made for the return of the suspect device and replacement product was sent.